Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of 2 event is as follows: damaged/broken 2 UDI number: a partial UDI number is populated as UDI for intraocular lens is specific to diopter. Serial number of the suspect product: (B)(4) 1, unknown 1. One investigation was completed from this period. The serial number is unknown and the product was not returned. One investigation is pending for this reporting period. This report is being filed on device; tecnis toric ii 1-piece iol, model zcw300 that has a similar device, tecnis 1-piece iol model zct series which is distributed in the united states under PMA p980040. Product testing could not be performed for the one completed investigation as the product was not returned. The reported event could not be verified. A review of the records could not be performed as the product serial number was not provided. Based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 2 malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 investigation is as follows: 8180791948 haptic damaged. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.